Event description:
Pt was being seen during an office visit for follow-up on wound status and care. During the visit the pt called attention to her PICC line. PICC catheter was noted to be 11 cm out of insertion site. Pt sent for chest x-ray. Catheter was in place mid-clavicular: however, the radiologist noted a wire protruding through thoracic and lumbar region on abdominal view. Wire was at level of placement on initial chest x-ray 2 months earlier. An appointment was made to have the radiologist extract the wire. Pt arrived at radiology for wire removal. Removal of the PICC line and wire was accomplished under fluoroscopy by radiologist. A new PICC line device was inserted at the pt's request. Radiologist stated that an exam of the guide wire on the new line was visibly different from the guide wire on the device that he had used for the original PICC line insertion.

Event description:
Add'l info rec'd from MFR 03/10/06: a) mw1037674-a complaint search of the MFR system was completed and the complaint was not found in the system. The MFR contacted the facility, and the product is available to be returned for evaluation.